Event description:
The patient was implanted with a left ventricular assist device. The hospital reported that the patient was symptomatic and experiencing low flow events. The system controller was replaced, but the patient was still symptomatic and had shortness of breath. The patient also had a driveline infection and was readmitted. The patient received a pump exchange on (B)(6) 2012 and thrombus was noted in the pump during explant.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.